Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato, route; guide cath: 6f hearttrail jr3.5sh. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with blood visible in the hub, the inflation lumen and in the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a pinhole in the balloon above the distal marker, confirming the reported rupture. There were scratches evident on the outer surface of the balloon at both ends of the leak. The balloon was ultimately sent to the scanning electron microscopy (sem) showed the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was confirmed to be located above the distal marker along a balloon fold/crease with mechanical damage adjacent to the leak. The distal balloon marker also exhibited a ridge in the material. There was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. Reportedly, the lesion was mildly tortuous, mildly calcified and 75% stenosed, which may have contributed to the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. A definitive cause for the reported balloon rupture along the fold and damage noted cannot be determined. Balloon material rupture may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the circumflex with mild tortuosity, mild calcification, 75% stenosis the 2.5 x 15 mm trek balloon catheter was advanced and used for pre-dilatation; however, during the first inflation at 8 atmosphere (atm) the balloon ruptured. After removal from the anatomy a pinhole was observed in the balloon. A non-abbott balloon was used in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.